Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024, it was reported that the patient faced a bent cannula due to which the patient experienced high blood glucose level, vomiting and abdominal pain. Therefore, on (B)(6) 2024, the patient was admitted to the hospital due to high blood glucose level of 500 mg/dl and moderate diabetic ketoacidosis. The patient had moderate ketone level. Moreover, the infusion set was changed the same day prior the event. During hospitalization, the patient received fluids insulin intravenously and nutrients as corrective treatment. After spending 3 days in the hospital, the patient was released. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.